Event description:
It was reported that the pt can no longer hear with her device. She had presented with a cholesteatoma in the ci wound site. A surgery was carried out to remove it. The pt was reportedly well and able to hear immediately after the surgery. Approx 24-36 hours later, the pt reported severe vertigo and loss of hearing via the implant. The external parts were swapped, and reprogramming was attempted without success. The pt was seen by the surgeon, the balance was improving, but she still was not able to hear with her ci system.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.